Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damaged proximal stent strut lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 31may2022. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. Following pre-dilation with 2.5x20 maverick balloon catheter, a 3.50 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.